Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power loss alarm. The customer¿s blood glucose was unknown. The customer received multiple power loss alarms when battery was out for less than 10 min. The customer inserted new battery and again power loss alarm was occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to case cracked behind the pump at the corner of the belt clip rails. The case cracked behind the insulin pump at the corner of the belt clip rails shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube.